Manufacturer narrative:
B3: event date estimated as the procedure dates ranged from (B)(6) 2015 to (B)(6) 2021 per journal article.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 178 patients who underwent a concomitant atrial fibrillation (af) ablation and left atrial appendage (laa) closure procedure using a watchman access system (was) to receive a watchman closure device implant during the time frame of june 2015 through august 2021. Pulmonary vein isolation was achieved in all patients and non-boston scientific (bsc) devices were used for the af ablation procedures. The periprocedural complications rate was 6.2% with 3 out of 178 patients experiencing vascular access site injury. Out of those 3 patients, one was a groin hematoma, one was a retroperitoneal hematoma, and one was an arteriovenous fistula. Literature citation: alzahrani, a et al (december 2024) outcomes of concomitant atrial fibrillation ablation and left atrial appendage closure - a retrospective single-center experience. 3 (12). Journal of the american college of cardiology.

Manufacturer narrative:
Detailed product information was not provided to bsc as this event was received via a journal article and encompasses multiple devices. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. The literature article contains medical media which has already been reviewed by authors of the publication and does not require further review by either bsc medical safety or watchman medical media subject matter experts (smes). B3: event date estimated as the procedure dates ranged from june 2015 to august 2021 per journal article. H6: code added: analysis of data provided by user/third party. Literature citation: alzahrani, a et al (december 2024) outcomes of concomitant atrial fibrillation ablation and left atrial appendage closure - a retrospective single-center experience. 3 (12). Journal of the american college of cardiology.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 178 patients who underwent a concomitant atrial fibrillation (af) ablation and left atrial appendage (laa) closure procedure using a watchman access system (was) to receive a watchman closure device implant during the time frame of (B)(6) 2015 through (B)(6) 2021. Pulmonary vein isolation was achieved in all patients and non-boston scientific (bsc) devices were used for the af ablation procedures. The periprocedural complications rate was (B)(4) with 3 out of 178 patients experiencing vascular access site injury. Out of those 3 patients, one was a groin hematoma, one was a retroperitoneal hematoma, and one was an arteriovenous fistula.